Event description:
Patient was revised to address a neuflex implant that broke in half at the joint.

Manufacturer narrative:
Examination of the returned implant confirmed the fracture; the two stems were completely separated. A depuy warsaw material research scientist visually examined the product under magnification and showed cracks in the bottom of each stem near the hinge section. Excessive bending force caused the fracture at the hinge and cantilevers over-loading caused the fracture initiation in the bottom of each stem. No inclusions within the silicon material observed. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required was not provided. Provided information marked on the device experience report is marked that the product is not suspected of failing to meet specifications or contributing to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.